Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. C18716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included umbilical hernia since (B)(6) 2016, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, lower abdominal pain since(B)(6) 2016, cystourethrocele since (B)(6) 2016, perineal pain, parity 3 ((B)(6) 1999, (B)(6) 2007, (B)(6) 2014, (B)(6) 2007)), multigravida, asthma, gestational diabetes, hypertension, postpartum state, anemia, uterovaginal prolapse, night sweats, bowel motility disorder, hemorrhoids, difficulty sleeping, irritability, jitteriness, crying and hot flashes. Concomitant products included vicodin (norco) for female sexual dysfunction, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, ibuprofen (motrin) for female sexual dysfunction, nausea, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, axotal (fioricet) for headache, fluconazole (diflucan) for uti and bacterial infection, chloramphenicol (antibiotic [chloramphenicol]) for vaginal discharge as well as alprazolam (xanax), citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), hydroxyzine embonate (hydroxyzine pamoate), linaclotide (linzess), nifedipine (procardia), other antidepressants, paracetamol (tylenol 8 hour) and prenatal vitamins. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), arthralgia ("hip pain / cramping badly in hips") and back pain ("lower back pain"). In january 2015, the patient experienced anxiety ("anxiety"), depression ("depression/worsened depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced weight increased ("weight gain/gained a lot of weight. I am still struggling"). In april 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection / non-sto12 bacterial infections until now"). In 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems/ changes-stress incontinence"), tooth disorder ("dental problems") and constipation ("chronic constipation"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), alopecia ("hair loss/a lot of hair loss / hair falling out"), migraine ("migraines / headaches"), emotional disorder ("hormonal changes describe: very emotional, mean,"), abdominal pain upper ("stomach pain / cramping in tummy"), premenstrual syndrome ("pms"), urinary tract infection ("uti"), pain in extremity ("upper leg pain"), dizziness ("dizzy from blood loss"), malaise ("I was very sick") and night sweats ("night sweats"). On an unknown date, the patient experienced headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, menstruation irregular, stress urinary incontinence, migraine, vaginal discharge, vaginal haemorrhage, menorrhagia, bacterial infection, nausea, headache, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, emotional disorder, urinary tract infection, dizziness, malaise and night sweats outcome was unknown, the genital haemorrhage, anxiety, depression, arthralgia, back pain, abdominal pain upper, premenstrual syndrome and pain in extremity had resolved and the alopecia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial infection, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, menstruation irregular, migraine, nausea, night sweats, pain in extremity, pelvic pain, premenstrual syndrome, stress urinary incontinence, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record and social media: confirming- menstruation irregular, abdominal pain,leg pain,dizziness¿ quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "I was very sick, night sweats", lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/sharp pain') and abortion spontaneous ('miscarriage') in a 38-year-old female patient who had essure (batch no. C18716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal pain since (B)(6) 2016, cystourethrocele since (B)(6) 2016, umbilical hernia since (B)(6) 2016, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, perineal pain, parity 3 ((08feb1999, 26apr2007, 13nov2014, 27apr2007)), multigravida, asthma, gestational diabetes, hypertension, postpartum state, anemia, uterovaginal prolapse, night sweats, bowel motility disorder, hemorrhoids, difficulty sleeping, irritability, jitteriness, crying and hot flashes. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for female sexual dysfunction, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, butalbital;caffeine;paracetamol (fioricet) for headache, fluconazole (diflucan) for uti and bacterial infection, chloramphenicol (antibiotic) for vaginal discharge as well as alprazolam (xanax), escitalopram oxalate (lexapro), hydroxyzine embonate (hydroxyzine pamoate), linaclotide (linzess), minerals nos;vitamins nos (prenatal vitamins), other antidepressants and paracetamol (tylenol 8 hour). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea (cramping"), arthralgia ("hip pain / cramping badly in hips/hip pain") and back pain ("lower back pain"), 3 days after insertion of essure. In (B)(6) 2015, the patient experienced anxiety ("anxiety/psychological or psychiatric problems condition: worsened anxiety"), depression ("depression/worsoned depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("miscarriage"). On (B)(6) 2015, the patient experienced emotional disorder ("hormonal changes describe: very emotional, mean,") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain/gained a lot of weight. I am still struglling"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced alopecia ("hair loss/a lot of hair loss / hair falling out"). On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection / non-sto12 bacterial infections until now"). In 2015, the patient underwent tooth extraction ("dental problems/ 10 teeth removed") and experienced constipation ("chronic constipation") and urinary tract infection ("uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("bladder or urinary problems/ changes-stress incontinence"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular cycles"), migraine ("migraines / headaches"), stomach cramps ("stomach pain / crampimg in tummy"), premenstrual syndrome ("pms"), pain in extremity ("upper leg pain"), dizziness ("dizzy from blood loss"), malaise ("I was very sick"), night sweats ("night sweats"), polymenorrhoea ("I have a period approximately every 15days."), menstrual disorder ("2days and its pink"), menstruation delayed ("I looked at my calener and haven't had a period in 35 days"), stomach pain ("stomach pain/cramping tummy"), abdominal distension ("swelling of belly") and device dislocation ("one coil floating in the middle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, menstruation irregular, stress urinary incontinence, migraine, vaginal discharge, bacterial infection, nausea, headache, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, emotional disorder, urinary tract infection, dizziness, malaise, night sweats, polymenorrhoea, menstrual disorder, menstruation delayed, abdominal distension, device dislocation and hormone level abnormal outcome was unknown, the genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, arthralgia, back pain, stomach cramps, premenstrual syndrome, pain in extremity and stomach pain had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial infection, constipation, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, malaise, menorrhagia, menstrual disorder, menstruation delayed, menstruation irregular, migraine, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, premenstrual syndrome, stomach cramps, stress urinary incontinence, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased and stomach pain to be related to essure. The reporter commented: current weight 135 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record and social media: confirming- menstruation irregular, abdominal pain,leg pain,dizziness¿ lot number: c18716 manufacture date: 2014-02 expiration date: 2017-02 . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and social media received. New events: new events: stomach pain, swelling abdomen and device dislocation were added and dental problems was updated to 10 teeth removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/sharp pain') and abortion spontaneous ('miscarriage') in a 38-year-old female patient who had essure (batch no. C18716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal pain since (B)(6) 2016, cystourethrocele since (B)(6) 2016, umbilical hernia since (B)(6) 2016, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, perineal pain, parity 3 (((B)(6) 1999, (B)(6) 2007, (B)(6) 2014, (B)(6) 2007)), multigravida, asthma, gestational diabetes, hypertension, postpartum state, anemia, uterovaginal prolapse, night sweats, bowel motility disorder, hemorrhoids, difficulty sleeping, irritability, jitteriness, crying and hot flashes. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for female sexual dysfunction, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, butalbital;caffeine;paracetamol (fioricet) for headache, fluconazole (diflucan) for uti and bacterial infection, chloramphenicol (antibiotic) for vaginal discharge as well as alprazolam (xanax), escitalopram oxalate (lexapro), hydroxyzine embonate (hydroxyzine pamoate), linaclotide (linzess), minerals nos;vitamins nos (prenatal vitamins), other antidepressants and paracetamol (tylenol 8 hour). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea (cramping"), arthralgia ("hip pain / cramping badly in hips/hip pain") and back pain ("lower back pain"), 3 days after insertion of essure. In (B)(6) 2015, the patient experienced anxiety ("anxiety/psychological or psychiatric problems condition: worsened anxiety"), depression ("depression/worsoned depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("miscarriage"). On (B)(6) 2015, the patient experienced emotional disorder ("hormonal changes describe: very emotional, mean,") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain/gained a lot of weight. I am still struglling"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced alopecia ("hair loss/a lot of hair loss / hair falling out"). On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection / non-sto12 bacterial infections until now"). In 2015, the patient underwent tooth extraction ("dental problems/ 10 teeth removed") and experienced constipation ("chronic constipation") and urinary tract infection ("uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("bladder or urinary problems/ changes-stress incontinence"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstruation irregular ("irregular cycles"), migraine ("migraines / headaches"), the first episode of abdominal pain upper ("stomach pain / crampimg in tummy"), premenstrual syndrome ("pms"), pain in extremity ("upper leg pain"), dizziness ("dizzy from blood loss"), malaise ("I was very sick"), night sweats ("night sweats"), polymenorrhoea ("I have a period approximately every 15days."), menstrual disorder ("2days and its pink"), menstruation delayed ("I looked at my calener and haven't had a period in 35 days"), the second episode of abdominal pain upper ("stomach pain/cramping tummy"), abdominal distension ("swelling of belly") and device dislocation ("one coil floating in the middle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, menstruation irregular, stress urinary incontinence, migraine, vaginal discharge, bacterial infection, nausea, headache, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, emotional disorder, urinary tract infection, dizziness, malaise, night sweats, polymenorrhoea, menstrual disorder, menstruation delayed, abdominal distension, device dislocation and hormone level abnormal outcome was unknown, the genital haemorrhage, anxiety, depression, vaginal haemorrhage, menorrhagia, arthralgia, back pain, premenstrual syndrome, pain in extremity and the last episode of abdominal pain upper had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial infection, constipation, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, malaise, menorrhagia, menstrual disorder, menstruation delayed, menstruation irregular, migraine, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, premenstrual syndrome, stress urinary incontinence, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain upper and the second episode of abdominal pain upper to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record and social media: confirming- menstruation irregular, abdominal pain,leg pain,dizziness¿ lot number: c18716 manufacture date: 2014-02-04, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 17-nov-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, pain, miscarriage, cramping, irregular cycles, anxiety, depression, and hair loss. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: a female plaintiff had essure fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain), heavy bleeding (interpreted as genital bleeding) and miscarriage (pregnancy with contraceptive device is implicit). Essure implant was removed. Only miscarriage is regarded as unanticipated event according to the reference safety information for essure. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy; its risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. With regards to the other events, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc result. Company causality comment: a female plaintiff had essure fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain), heavy bleeding (interpreted as genital bleeding) and miscarriage (pregnancy with contraceptive device is implicit). Essure implant was removed. Only miscarriage is regarded as unanticipated event according to the reference safety information for essure. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy; its risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. With regards to the other events, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), menstruation irregular ("irregular cycles"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), urinary tract disorder ("urinary problems/ changes"), migraine ("migraines / headaches"), bladder disorder ("bladder problems/ changes") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, menstruation irregular, anxiety, depression, alopecia, urinary tract disorder, migraine, bladder disorder and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, bladder disorder, depression, genital haemorrhage, menstruation irregular, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet, new reporter information, patient demographic information, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, new event bladder or urinary problems or changes; migraines / headaches were added.essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/sharp pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. C18716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included umbilical hernia since (B)(6) 2016, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, cystourethrocele since (B)(6) 2016, perineal pain, parity 3 (((B)(6) 1999, (B)(6) 2007, (B)(6) 2014, (B)(6) 2007)), multigravida, asthma, gestational diabetes, hypertension, postpartum state, anemia, uterovaginal prolapse, night sweats, bowel motility disorder, hemorrhoids, difficulty sleeping, irritability, jitteriness, crying and hot flashes. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for female sexual dysfunction, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, ibuprofen (motrin) for female sexual dysfunction, nausea, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, butalbital;caffeine;paracetamol (fioricet) for headache, fluconazole (diflucan) for uti and bacterial infection, chloramphenicol (antibiotic) for vaginal discharge as well as alprazolam (xanax), citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), hydroxyzine embonate (hydroxyzine pamoate), linaclotide (linzess), minerals nos;vitamins nos (prenatal vitamins), nifedipine (procardia), other antidepressants and paracetamol (tylenol 8 hour). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), arthralgia ("hip pain / cramping badly in hips") and back pain ("lower back pain"), 3 days after insertion of essure. In (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression/worsened depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain/gained a lot of weight. I am still struggling"). In april 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection / non-sto12 bacterial infections until now"). In 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems/ changes-stress incontinence"), tooth disorder ("dental problems") and constipation ("chronic constipation"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), alopecia ("hair loss/a lot of hair loss / hair falling out"), migraine ("migraines / headaches"), emotional disorder ("hormonal changes describe: very emotional, mean,"), abdominal pain upper ("stomach pain / cramping in tummy"), premenstrual syndrome ("pms"), urinary tract infection ("uti"), pain in extremity ("upper leg pain"), dizziness ("dizzy from blood loss"), malaise ("I was very sick"), night sweats ("night sweats"), polymenorrhoea ("I have a period approximately every 15days."), menstrual disorder ("2 days and its pink") and menstruation delayed ("I looked at my calender and haven't had a period in 35 days") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, menstruation irregular, stress urinary incontinence, migraine, vaginal discharge, vaginal haemorrhage, menorrhagia, bacterial infection, nausea, headache, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, emotional disorder, urinary tract infection, dizziness, malaise, night sweats, polymenorrhoea, menstrual disorder and menstruation delayed outcome was unknown, the genital haemorrhage, anxiety, depression, arthralgia, back pain, abdominal pain upper, premenstrual syndrome and pain in extremity had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial infection, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, menstrual disorder, menstruation delayed, menstruation irregular, migraine, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, premenstrual syndrome, stress urinary incontinence, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record and social media: confirming- menstruation irregular, abdominal pain,leg pain,dizziness¿. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2019: social media received. Reporter added. Events I have a period approximately every 15days, 2days and its pink, I looked at my calender and haven't had a period in 35 days added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included umbilical hernia since (B)(6) 2016, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, cystourethrocele since (B)(6) 2016, perineal pain, parity 3 (((B)(6) 1999, (B)(6) 2007, (B)(6) 2014, (B)(6) 2007)), multigravida, asthma, gestational diabetes, hypertension, postpartum state, anemia, uterovaginal prolapse, night sweats, bowel motility disorder, hemorrhoids, difficulty sleeping, irritability, jitteriness, crying and hot flashes. Concomitant products included vicodin (norco) for female sexual dysfunction, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, ibuprofen (motrin) for female sexual dysfunction, nausea, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, axotal (fioricet) for headache, fluconazole (diflucan) for uti and bacterial infection, chloramphenicol (antibiotic [chloramphenicol]) for vaginal discharge as well as alprazolam (xanax), citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), linaclotide (linzess), nifedipine (procardia), paracetamol (tylenol 8 hour), prenatal vitamins, fetzima and vistrail pamoate. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), arthralgia ("hip pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression/"worsened" depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced weight increased ("weight gain/gained a lot of weight. I am still "struggling""). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection / non-sto12 bacterial infections until now"). In 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems/ changes-stress incontinence"), tooth disorder ("dental problems") and constipation ("chronic constipation"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), alopecia ("hair loss/a lot of hair loss"), migraine ("migraines / headaches"), emotional disorder ("hormonal changes describe: very emotional, mean,"), abdominal pain upper ("stomach pain"), premenstrual syndrome ("pms") and urinary tract infection ("uti"). On an unknown date, the patient experienced headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, menstruation irregular, stress urinary incontinence, migraine, vaginal discharge, vaginal haemorrhage, menorrhagia, bacterial infection, nausea, headache, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, emotional disorder and urinary tract infection outcome was unknown, the genital haemorrhage, anxiety, depression, arthralgia, back pain, abdominal pain upper and premenstrual syndrome had resolved and the alopecia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial infection, constipation, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, premenstrual syndrome, stress urinary incontinence, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menstruation irregular, abdominal pain¿. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and mr was received - reporter and patient "demographic" added. The following events were provided: pms, vaginal haemorrhage, menorrhagia, bacterial infection, apareunia (inability to have sexual intercourse), nausea, dental problems, headaches, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), fatigue, weight gain, chronic constipation, very emotional, stress incontinence, hip pain, back pain. Event outcome of heavy bleeding, hip,pain, back pain, stomach pain, anxiety and depression updated to recovered. Event alopecia was recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included umbilical hernia since (B)(6) 2016, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016 lower abdominal pain since (B)(6) 2016, cystourethrocele since (B)(6) 2016, perineal pain, parity 3 (B)(6) 1999, (B)(6) 2007, (B)(6) 2014, (B)(6) 2007, multigravida, asthma, gestational diabetes, hypertension, postpartum state, anemia, uterovaginal prolapse, night sweats, bowel motility disorder, hemorrhoids, difficulty sleeping, irritability, jitteriness, crying and hot flashes. Concomitant products included vicodin (norco) for female sexual dysfunction, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, ibuprofen (motrin) for female sexual dysfunction, nausea, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, axotal (fioricet) for headache, fluconazole (diflucan) for uti and bacterial infection, chloramphenicol (antibiotic [chloramphenicol]) for vaginal discharge as well as alprazolam (xanax), citalopram hydrobromide (celexa), escitalopram oxalate (lexapro), hydroxyzine embonate (hydroxyzine pamoate), linaclotide (linzess), nifedipine (procardia), other antidepressants, paracetamol (tylenol 8 hour) and prenatal vitamins. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), arthralgia ("hip pain") and back pain ("lower back pain"). In january 2015, the patient experienced anxiety ("anxiety"), depression ("depression/worsoned depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced weight increased ("weight gain/gained a lot of weight. I am still struglling"). In april 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection / non-sto12 bacterial infections until now"). In 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems/ changes-stress incontinence"), tooth disorder ("dental problems") and constipation ("chronic constipation"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), alopecia ("hair loss/a lot of hair loss"), migraine ("migraines / headaches"), emotional disorder ("hormonal changes describe: very emotional, mean,"), abdominal pain upper ("stomach pain"), premenstrual syndrome ("pms"), urinary tract infection ("uti"), pain in extremity ("upper leg pain") and dizziness ("dizzy from blood loss"). On an unknown date, the patient experienced headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, menstruation irregular, stress urinary incontinence, migraine, vaginal discharge, vaginal haemorrhage, menorrhagia, bacterial infection, nausea, headache, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, emotional disorder, urinary tract infection and dizziness outcome was unknown, the genital haemorrhage, anxiety, depression, arthralgia, back pain, abdominal pain upper, premenstrual syndrome and pain in extremity had resolved and the alopecia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial infection, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, premenstrual syndrome, stress urinary incontinence, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-apr-2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record and social media: confirming- menstruation irregular, abdominal pain,leg pain,dizziness¿ quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-jun-2018: social media received:the event leg pain, dizziness added.reporter and event outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/sharp pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage') and genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (batch no. C18716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal pain since (B)(6) 2016, cystourethrocele since (B)(6) 2016, umbilical hernia since (B)(6) 2016, stress incontinence since (B)(6) 2016, cystocele since (B)(6) 2016, uterovaginal prolapse since (B)(6) 2016, perineal pain, parity 3 (((B)(6) 1999, (B)(6) 2007, (B)(6) 2014, (B)(6) 2007)), multigravida, asthma, gestational diabetes, hypertension, postpartum state, anemia, uterovaginal prolapse, night sweats, bowel motility disorder, hemorrhoids, difficulty sleeping, irritability, jitteriness, crying and hot flashes. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for female sexual dysfunction, dysmenorrhea, back pain, abdominal pain lower, pain in hip and dyspareunia, butalbital;caffeine;paracetamol (fioricet) for headache, fluconazole (diflucan) for uti and bacterial infection, chloramphenicol (antibiotic) for vaginal discharge as well as alprazolam (xanax), escitalopram oxalate (lexapro), hydroxyzine embonate (hydroxyzine pamoate), linaclotide (linzess), minerals nos;vitamins nos (prenatal vitamins), other antidepressants and paracetamol (tylenol 8 hour). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), arthralgia ("hip pain / cramping badly in hips") and back pain ("lower back pain"), 3 days after insertion of essure. In (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression/worsoned depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain/gained a lot of weight. I am still struglling"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection / non-sto12 bacterial infections until now"). In 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems/ changes-stress incontinence"), tooth disorder ("dental problems") and constipation ("chronic constipation"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("irregular cycles"), alopecia ("hair loss/a lot of hair loss / hair falling out"), migraine ("migraines / headaches"), emotional disorder ("hormonal changes describe: very emotional, mean,"), abdominal pain upper ("stomach pain / crampimg in tummy"), premenstrual syndrome ("pms"), urinary tract infection ("uti"), pain in extremity ("upper leg pain"), dizziness ("dizzy from blood loss"), malaise ("I was very sick"), night sweats ("night sweats"), polymenorrhoea ("I have a period approximately every 15days."), menstrual disorder ("2days and its pink") and menstruation delayed ("I looked at my calener and haven't had a period in 35 days") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, menstruation irregular, stress urinary incontinence, migraine, vaginal discharge, vaginal haemorrhage, menorrhagia, bacterial infection, nausea, headache, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, emotional disorder, urinary tract infection, dizziness, malaise, night sweats, polymenorrhoea, menstrual disorder and menstruation delayed outcome was unknown, the genital haemorrhage, anxiety, depression, arthralgia, back pain, abdominal pain upper, premenstrual syndrome and pain in extremity had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bacterial infection, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, menstrual disorder, menstruation delayed, menstruation irregular, migraine, nausea, night sweats, pain in extremity, pelvic pain, polymenorrhoea, premenstrual syndrome, stress urinary incontinence, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record and social media: confirming- menstruation irregular, abdominal pain,leg pain,dizziness¿ lot number: c18716 manufacture date: 2014-02 expiration date: 2017-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.